Manufacturer narrative:
A customer quality engineer reviewed the device electronic records and no related errors were found for the reported date of event. The reported issue was unable to be verified and was able to be duplicated. It was determined that the cause of the issue was broken battery cover.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. After replacing the faulty battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.